Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal banding procedure. The exact procedure date was unknown. During the procedure, they noticed that the bands were not loaded correctly. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the bands could not be deployed. Note: it was reported that the ligator shrink wrap was removed prior to pulling on the tension wire, which is earlier than what is instructed in the device instructions for use (IFU).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal banding procedure. The exact procedure date was unknown. During the procedure, they noticed that the bands were not loaded correctly. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the bands could not be deployed. Note: it was reported that the ligator shrink wrap was removed prior to pulling on the tension wire, which is earlier than what is instructed in the device instructions for use (IFU).

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the suture thread was tangled. The returned ligator head had seven bands attached, some had moved from their position and overlapped. Some bands were damaged. The trip wire was cut off, possibly at the time of device removal. The device was observed under magnification, and the ligator head teeth were bent/damaged. The trip wire was cut off and the suture hole was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the suture thread was tangled, the bands are moved, overlapped and damaged. Additionally, the ligator head teeth were bent/damaged. These device conditions suggested that the device was unable to deploy. It was reported that the shrink wrap was removed prior to pulling on the tension wire, which is earlier than what is instructed in the device instructions for use (IFU). It is possible that due to not following the instructions orderly step by step could have caused that the device did not work as intended, resulting to the device unable to deploy, consequently, damaging the teeth of the ligator head and the bands. It is possible to cut the trip wire as necessary during the device removal, additionally, the over manipulation could have caused the suture thread to be tangled. Based on all gathered information, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU).